Event description:
It was reported that the user received high glucose and low insulin alerts while asleep and observed a blood glucose of 326 mg/dl; the user suspected an infusion site issue after noting blood on the removed set and completed a full supply change with agent guidance while using the ilet system in closed loop. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention beyond troubleshooting and no hospitalization. Investigation included user interview and guided troubleshooting with infusion set and supply replacement. Investigation of this case revealed that hyperglycemia occurred with unclear cause, with user suspicion of an infusion set placement problem; no device malfunction was identified, and the device continued in use following site change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence for a device-related failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.